Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge slid off the pump and resulted in a pulled infusion set. Customer's blood glucose was 150 mg/dl. Customer loaded a new cartridge and resumed insulin therapy.